Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use lists bleeding and death as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 years, 9 months. The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to chronic gastrointestinal bleeding. The patient had several prior gi procedures, including vessel clipping. The patient had spoken with palliative care on (B)(6) 2015 and decided to go on hospice care rather than undergo repeated hospitalizations for continued gi bleeding, including blood transfusions, and congestive heart failure exacerbations. The pump reportedly was functioning fine. The patient had been taking danazol and pantoprazole for the gi bleeding. The patient expired at home on (B)(6) 2015.